Event description:
The reported feedback suggests extension tube break.

Manufacturer narrative:
The customer¿s report of a damaged tubing was confirmed. Visual inspection noted the set was separated into two parts. Closer inspection noted the seal of the packaging was not continuous near one side, indicating that the tubing had protruded out of the packaging. There were no other anomalies observed. Functional testing was deemed unnecessary due to separation. The root cause of the customer¿s report was due to an incorrect placement of the material into the nest. Additionally, it also can be caused by the vibration of the machine when it¿s moving.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests extension tube broke.